Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced an upstream occlusion alarm, which interrupted delivery. This alarm may have been a false alarm. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The device was investigated by a baxter field service engineer and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device was repaired on-site by a baxter field service technician. The condition was confirmed through a review of the event history. This complaint is an ancillary of (B)(4). The cause was not identified as the condition was not related to the customer reported condition. No further testing has been completed at this time and no repairs have been performed. If any additional information is received, a follow-up MDR will be sent.